Manufacturer narrative:
The reported event of failure to sense, incorrect, inadequate, or imprecise result readings, and capture problem were not confirmed. Final analysis found the outer helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. No anomalies were detected.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was found that the novel atrial lp was failing to sense. It was further noted that the device was not obtaining an accurate commanded egm. The procedure was completed using an alternate pacemaker system on (B)(6) 2024. There were no patient consequences.